Manufacturer narrative:
The event was reported to the manufacturer through the sure avr clinical registry as unknown for device relation. The manufacturer requested the internal clinical review of this event, which assessed as unknown for device relation. Please note that this event occurred in italy and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not explanted.

Event description:
This event was notified to the manufacturer through the (B)(6) clinical registry: a perceval size 23mm was implanted on (B)(6) 2013, via median sternotomy. Post-dilatation ballooning was performed. A mitral valve replacement was also performed. On (B)(6) 2016, the patient died of cardiovascular mortality unknown cause. No autopsy was performed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
The site reported the event to be not device-related upon clinical review. Furthermore, no manufacturing deficits were identified from the document review performed previously. Based on this information, no device deficiencies are suspected and further investigation is not warranted.

Event description:
This event was notified to the manufacturer through the sure avr clinical registry: a perceval size 23mm was implanted on (B)(6) 2013, via median sternotomy. Post-dilatation ballooning was done. A mitral valve replacement was also performed. On (B)(6) 2016, the patient died of cardiovascular mortality, of unknown cause. No autopsy was performed. At a follow-up visit on (B)(6) 2015, the valve was operating as expected. The site reported that the event was believed to be not device-related. No other information was provided.